Manufacturer narrative:
Information contained in this report was previously submitted through psr on 4/22/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: opening on radius and weight to the spec. A visual and microscopic analysis was performed which identified opening striated, opening punctured and crease flat. Base on the device analysis the final assessment is: a striated opening due to surgical damage consist in the use of some surgical tool. A striated punctured due to surgical damage like consist in the use of some surgical tool. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare provider reported reason for removal as right side rupture.